Event description:
Red port of triple lumen pulled off PICC tubing entirely. No jagged end was noted but a clean, smooth end. This is not the first time that this has occurred but recognized as a trend on this occurrence. Pt needed this device due to critical nature and multiple medications / fluids infusing. PICC was removed on (B)(6) 2019. Peripheral IV was placed until new PICC could be inserted. Product was returned to MFR on 05/01/2019.